Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Updated initial reporter.

Manufacturer narrative:
Product analysis #240753866:author/date/subject/note: colin major / 2019-01-23 / auto created from work order wo00600344 / status updated from in process to completed date completed updated from null to 2019-01-23 hardware updated from null to pass software updated from null to pass instruments updated from null to pass visually inspected parts prior to install updated from null to fail resolution of visual inspection failure updated from null to replaced the bulkhead for the network cable. Is visual inspection failure resolved? Updated from null to yes does the system perform as intended? Updated from null to yes were hardware parts replaced? Updated from null to yes. Concomitant medical products: other relevant device(s) are: a medtronic representative went to the site to test the equipment. Testing revealed that there were broken leads inside the connector of the bulkhead. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported there was not a green line of communication between the navigation system and imaging system being used for the procedure. While troubleshooting the issue, it was noted there were bent pins on the navigation bulkhead connector. The site was able to continue with the procedure as planned. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. (B)(6) 2019 (rep): follow-up with manufacturer representative (rep) determined that the procedure was completed by bypassing the bulkhead and plugging the network cable directly into the computer. The bulkhead had since been replaced and the issue was resolved.